Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced a fistula and severe incontinence. The device was removed. The device was not returned for evaluation.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced tissue erosion, pain and bleeding.